Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 1 foreign material noticed floating in compounded solution.

Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Two (2) samples were received for evaluation. A visual inspection was performed on both samples, and a particle was found in one (1) of the returned bags. This particle was tested and ft-ir analysis determined that the particle was an amino-acid based substance. Due to this information, it was determined that the particle must have originated during the use of the product. The other bag had traces of dried nutritional solution, but no particle was found during the examination of the sample. A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.